Event description:
The customer reported to olympus, while using the resection scope it was difficult to see and that he thought blood clots were getting stuck between the inner and outer resection sheaths. The issue was found during a transurethral resection (turis) bipolar prostate resection procedure. The inner sheath was swapped out for a new one during the procedure and the case was continued. It was reported that vison and in and out flow was improved immediately. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Per the customer the inner sheath was swapped out for a new one during the procedure and the case was continued. Vison and in and out flow was improved immediately. The customer stated that the issue with difficult visualization was due to the broken beak of the inner sheath as this impacts flow of fluid between the two sheaths. The device was discarded and replaced. DHR is currently under review and a follow up will be sent when new information is available. Since the product for this info complaint was not returned to oste, the investigation is based solely on the information provided by the customer and the sales business center(sbc). The information provided by the customer and the sbc is evaluated as plausible. The customer reported the ceramic tip of the inner sheath to be broken. The sbc was unable to inspect the item because the customer did not return it to olympus. The photos the customer provided show a broken black ceramic tip. The issue reported by the customer can be confirmed, however a definitive root cause cannot be identified. Based on the damage pattern, we assume that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. This issue is addressed in the instructions for use (IFU): ¿before use: warning, infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: no corrosion, no dents, and no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.